Event description:
During davinci surgery, a cable broke on the mega suturecut needle driver instrument. Instrument was removed from patient. Davinci rep reported this directly to the company. No injury to patient.